Event description:
While investigating electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered during servicing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, it was discovered that the belt had fall-off failures. The fall-off failures interfered with the facility of the "front to back" or "side to side" ECG channels to monitor the pt's heart. The cause of the fall-off failures was defective u1 and q1 components on ECG "c" and ECG "d". U1 is an operations amp that amplifies the circuit in the ECG nodes. Q1 is a transistor that turns the signal on and off at different points of operation. The root cause of the defective q1 and u1 components could not be positively identified but was likely random component failure. No adverse event resulted from the defective u1 and q1 components. The pt received a replacement electrode belt.